Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 25mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results.. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagectomy, the eea stapler appeared to fire perfectly and created two perfect looking donuts. When the surgeon went to check the anastomosis, it just fell apart. The surgeon could not see any sign of staples on the anastomosis or the stapler. Surgeon had to re-anastomose the patient by firing another stapler and although no tissue loss was reported redoing the anastomosis would result in unanticipated tissue loss. No reinforcement material used. No reported tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity.